Manufacturer narrative:
The user facility made one report and returned two devices from the same lot for eval. However, event specific info has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. The returned samples were visually examined and leak tested. This eval confirmed the reported complaint. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and stop infusion) if there is air detected. All available info has been placed on file in qa for appropriate tracking, trending and f/u.

Event description:
The user facility reported that during priming of the circuit, the perfusionist noticed bubbles in the centrifugal pumphead. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement. Add'l event specific info is not available.